Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture (grade iii), lobulations, liquid collection suggesting an inflammatory origin, simple cyst. Physician indicated "patient does not have seroma", increased pain, emotional crisis due to "textural mark and lymphoma possibility". The device was explanted and not replaced. Treatment included "massage" and unspecified anti-inflammatories.